Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for four patient samples from a cobas e602 analyzer. Of the data provided, only the thyrotropin (tsh) result for one patient was discrepant. The specific date of testing was not provided. Sample from the patient was submitted for investigation and was tested on analytical e module (e170) and cobas e411 analyzers on (B)(6) 2015 and on a siemens centaur analyzer on (B)(6) 2015. (B)(6). All results were provided to the customer. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. A specific root cause could not be identified. Based on the provided information, a general reagent issue was excluded. Differences in results between methodologies can be attributed to the different setups of all assays, the antibodies used and the variances in reference methods. The values of all thyroid assays vary with age, gender and other population characteristics which must be taken into account when analyzing the results.